Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that an 840 ventilator had a blocked/unresponsive touchframe. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) touchframe printed circuit board (pcb). The unit passed extended self-testing.